Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that prior to an unknown procedure, the nurse found there was a gap between the tyvek film and the paper of the sterile package. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the ecr60b open package was visually inspected. Adhesive transfer was present on entire circumference of the blister flange indicating that the package had been sealed previously. The tyvek lid was viewed under ultraviolet black) light which shows the contrast where the adhesive is transferred from the tyvek onto the blister flange during sealing. The sample was sealed at the packaging process. The customer supplied a photograph, which was reviewed. The sample is consistent with the sample seen in the customer photograph. Packages are not opened during packaging process unless they are first returned to the loading station. Opened packages are never allowed in the packing area. For these reasons, it is suspected that the package was opened external to the packaging facility.